Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The surgeon side console (ssc), vision side cart (vsc), and patient side cart (psc) were all returned for failure analysis for customer satisfaction after a series of persistent system complaints. After reviewing system logs, it was found that no errors were present that would be related to the prior complaints. All data showed that the systems were functioning as designed at the time of systems replacements. All carts returned as part of this complaint were assembled and tested together. During visual inspection, no issues were identified that would be related to prior complaints. The systems were powered on in normal mode without triggering any faults or errors. The systems were driven and power cycled 30 times without triggering any faults or errors. All joints were actuated, all buttons and switches were exercised, and the systems functioned as designed. Testing was also performed on both ssc¿s master tool manipulators (mtm), and the psc¿s column, shoulder, boom, and entry guide manipulator (egm) axis, and was able to pass all testing. The complaint was not confirmed based on failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the surgeon side console (ssc), vision side cart (vsc), and patient side cart (psc) due to multiple reported issues on the systems. The system was tested and verified as ready for use. Isi has not received the ssc, vsc, psc or for evaluation. A follow-up MDR will be submitted, if additional information is obtained.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the were multiple reported issues on the surgeon side console (ssc), vision side cart (vsc), and patient side cart (psc). No known impact or patient consequence was reported. Follow-up with field service engineer (fse) via phone and provided additional information regarding the complaint: the fse reported this site has had multiple system events captured under individual work orders. The fse stated there was no procedure conversion from single port to multi port on the reported event date of 02/09/2026. The fse was referring to a past event on 01/21/2026 captured under pr (B)(4).